Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: no evidence of unexplained por events found in the b/box. Pump exercised for 24 hours with no intermittent power issues occurring. No evidence of physical damage on the battery cap or battery compartment threads. Opened pump- no defect found. Battery cap coin slot is damaged- cap is difficult to attach and remove. Battery compartment cracked from case seal traveling to bumper. Cartridge compartment is cracked. Dim display- letters have a red hue. Audio tone alarm is inoperable. A cold/cracked solder was found on piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2: pal investigation should read: multiple por events observed in the b/box not "no evidence of unexplained por events found in the b/box" as previously reported.